Event description:
The catheter was explanted due to "placement." It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.